Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18, introduction/page xii. Warning: rapid-acting u-100 insulin: the omni pod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omni pod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omni pod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omni pod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported while a patient had worn a pod between 24 and 36 hours it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient applied a new pod and administered a correction with the new pod.